Manufacturer narrative:
Lead explanted (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A drop in biv pacing was observed. Cxr confirmed lead dislodgement and loss of capture. Lead was disabled and will be revised in the future. No adverse patient side effects were reported. Should additional information become available, this file will be updated.